Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working as intended. The physician found that the right cylinder had a bulge. Two weeks later, the patient underwent surgical intervention to have the cylinder and pump replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent thorough analysis. Both of the cylinders had wear at folds present in the middle and proximal parts of the cylinder body. One of the cylinders had a bulge when inflated with a syringe. This cylinder's kink resistant tubing (krt) was worn to the filament. The pump was found to be contaminated with bodily fluid. The tubing from the pump was cut down to the pump block and not returned for analysis. Based on the information available, the reported observations were confirmed.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working as intended. The physician found that the right cylinder had a bulge. Two weeks later, the patient underwent surgical intervention to have the cylinder and pump replaced. There were no patient complications reported.